Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Subsequently, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process and the cartridge was also leaking from the o-ring. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.